Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the morning of (B)(6) 2026, the patient reported that the sensor detached during sleep. As a result of not having an active sensor, the patient¿s insulin pump ceased functioning. The patient did not report any symptoms at that time. Later that same day, at approximately 9:00 am, the patient was hospitalized. Upon admission, her blood glucose level was measured at 800 mg/dl, and she was diagnosed with diabetic ketoacidosis (dka). She received treatment including an insulin drip and intravenous (IV) fluids. At the time she contacted dexcom technical support, the patient remained hospitalized but reported that her condition had improved. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.